Event description:
The consumer allegedly broke his shoulder when he fell from the lift.

Manufacturer narrative:
Consumer had contacted invacare alleging they fell from their pt lift and broke their shoulder. No details were provided. Past history with similar products indicates that a transfer error is likely. No confirmation on alleged injury. MDR filed based on alleged injury.